Event description:
The customer reported that the system failed to boot to a usable state and exhibited an non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The cpu battery was evaluated and replaced. The bios settings were also reset. Further troubleshooting was determined that the cpu also requires an upgrade. No conclusion can be drawn as conclusive repair information is unavailable at this time and no additional service information was provided.